Event description:
The customer reported that the collimator is closed (coned down) upon boot up. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.